Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 06/26/2024. During processing of this complaint, attempts have been made to obtain complete event, device, and reporter information. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and the information provided, it could not determine the root cause, and it could not presumed the cause from the obtained information. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that error code e315 displayed on the video processor. There were no reports of a delay or patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.